Event description:
A high reading issue was reported with the adc device. The customer obtained a sensor reading of 132 mg/dl compared to built-in meter reading of 27 mg/dl. The customer experienced symptoms of weakness, dizziness, and seizure, requiring treatment of milk, yogurt, and juice provided by family member. There was no report of death or permanent injury associated with this event. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.